Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check. It was observed that the reagent probe was off at the reagent carousel middle pack position and set close to the opening. The cse ran 20 replicates of quality controls (qc) and 10 replicates of two patient samples for prg and the results were within specifications. The cause of the discordant, falsely elevated progesterone on the patient sample is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated progesterone (prg) result was obtained on one patient sample on an immulite 2000 instrument. The initial result was reported to the physician(s) who questioned the result. The same sample was repeated on the same day and same instrument and the result was lower. The lower result was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated progesterone result.